Event description:
A surgeon reported that an intraocular lens (iol) needed to be explanted because the pt presented with a central cloudiness. The surgeon and the pt were both unsatisfied about the postoperative central cloudiness. Several attempts were made to obtain further information on the event with no response to date.

Manufacturer narrative:
A sample was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Several attempts were made to obtain further information on the event with no response to date. (B)(4).